Event description:
The customer stated that his blood glucose was tested using his contour meter and a lab test. The contour read 276 mg/dl, while the lab result was 124 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
No product information was provided for the test strips.